Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was an infection and drainage at the pocket site. The device was removed and discarded by the hcp. The issue was reported to be resolved. No further complications were reported.